Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited alarm with screen locked. No adverse effects were reported.